Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco esophagus procedure, the reload was attached to a handle, but the jaws were unable to open and close. They then used another device to resolve the issue in order to complete the case. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.